Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the battery is fully charged at least once a month. The power light emitting diode (led) on the front of the unit was green and there was no alarm or message prior to the unit shutting down.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would not switch over to battery when there was a loss of power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the power manager board to operate as intended throughout the evaluation. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2018. Only the power manager log was provided. The power manager log starts on (B)(6) 2018 and does not cover the incident date. There are indications in the log that battery backup is functional. There are also indications the batteries are not providing 18 amp hours (ah) of capacity and should be replaced. On (B)(6) 2018 battery backup only last 12 minutes and when the depleted battery shutdown occurs, nach = 48 and time left on battery = 45. Normally these should both be 0. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.